Event description:
Hospital advised that saline has been set up and was infusing on a patient. Rate was programmed at 100 ml/hr and user stated the rate jumped to 800 ml/hr while they were programming this device by the bedside. There was no patient consequence.